Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator, 2010 (B)(6), 419488 implantable defibrillation lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The superior vena cava (svc) coil of the right ventricular lead had high impedance. During the change out of the device, the pin was found to be loose in the header. The set screw was not engaged. The lead impedance in new device was good. The lead is still in use. No patient complications have been reported as a result of this event.